Event description:
Subsequent to the medwatch report being filed, new information was received regarding the details of the index procedure as follows: it was reported that the subject was enrolled into the study on (B)(6) 2008. The target lesion was located in the proximal right coronary artery, which was 65% stenosed and was 6 mm long with a reference vessel diameter of 3.5 mm. The target lesion was treated with pre-dilatation and placement of a 3.50 mm x 12 mm stent with 0% residual stenosis. The subject had a non-target lesion located in the mid left anterior descending artery that was treated with a non-abbott stent during the index procedure. The subject was discharged on (B)(6) 2008 on aspirin and clopidogrel.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported restenosis is listed in the instructions for use as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
It was reported via a trial that on (B)(6) 2010 the patient was admitted with progression of coronary artery disease (cad). Cardiac catheterization was recommended. On (B)(6) 2010 coronary angiography revealed 80% stenosis in the proximal left anterior descending artery (lad). On (B)(6) 2010, the proximal lad was treated with placement of a promus stent with 0% residual stenosis. On (B)(6) 2011, the subject was admitted with worsening cad. On (B)(6) 2011, coronary angiography revealed 70% restenosis in the proximal lad. On (B)(6) 2011, the proximal lad was treated with placement of a promus stent with 0% residual stenosis. On (B)(6) 2011, the patient was discharged. No additional information was provided.